Event description:
On (B)(6) 2011, a male pt went in for endovascular aortic aneurysm repair. The pt exhibited extreme tortuosity in the left common iliac. Several weeks post procedure, the endovascular graft iliac leg occluded. The pt was put on 3 weeks of coumadin. The pt did not experience any adverse effects due to this observation. A secondary intervention is needed due to limb occlusion, another graft is planned to open up the occluded graft.

Manufacturer narrative:
(B)(4): occlusion is listed in the instructions for use. Event is still under investigation.